Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's main keypad assembly. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that the on/off button on their device is intermittently not responding. As a result, the device may not be able to power on to deliver defibrillation therapy, if it was needed. There was no report of patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that the on/off button on their device is intermittently not responding. As a result, the device may not be able to power on to deliver defibrillation therapy, if it was needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the removed main keypad assembly and determined that the cause of the reported issue was due to the left side of the on/off button being worn. The right side of the button worked normally when tested.